Event description:
Philips received a complaint on the v60 ventilator indicating that the device was damaged due to a fall. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device may have internal damage due to a fall. In a good faith effort (gfe) response from the customer, it was clarified that it was believed that the stand was bent due to the fall. The customer requested servicing of the device at a bench repair center. This investigation is ongoing.

Manufacturer narrative:
The customer rejected further service of the device, so the bench service engineer (bse) placed a defective sticker on the device and returned it to the customer unrepaired. No further tools or parts were used to service the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A bench service engineer (bse) evaluated the device on 01apr2025 at a bench repair center and confirmed that the device was damaged due to the fall. The bse determined that the front bezel, rear bezel, and top cover had cracks and would need to be replaced. The investigation is ongoing.